Event description:
It was reported that the patient underwent pocket revision surgery to reposition the implantable neurostimulator (ins) which had been poking out and "somewhat perpendicular" to the skin and was difficult to recharge effectively since implant. Additional information has been requested, a follow-up report will be sent when additional information becomes available. See MFR report #3004209178-2011-05075 regarding the patient's other stimulator system.

Manufacturer narrative:
(B)(4).